Event description:
Event was determined to be reportable based on analysis completed on 12/10/2009. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, guide wire issues were encountered. The severely stenosed lesion was located in the left anterior descending (lad) artery. During preparation of a floppy rtw guide wire, the physician noted some "protuberances" on the proximal section of the guide wire. The guide wire was not used and another floppy rtw guide wire was pulled. The same "protuberances" were noted and this time the physician attempted to "smoothen it with some swab with saline." A 1.25mm rotalink burr became stuck on the guide wire during removal. No pt injuries or complications were reported. The pt's status was reported as "stable." Returned device analysis revealed missing solder.

Manufacturer narrative:
Visual examination revealed kinks/bends 116 cm from the proximal end and 3 cm towards the distal end of the guide wire which may have contributed to the alleged proximal friction. The rotawire guide wire was stuck to the burr by the spring tip solder and solder was missing from the guide wire. Based on the event description, the protuberances mentioned may have been related to lumps of hystrene (lube), however, no lube was found at the incident device. Solidification of the lubricant material does not interfere with the proper function of the device. The lubricant is a known component of the rotablator system guide wire as identified with DHR. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B) (4).